Manufacturer narrative:
Pt info: information unknown/ not provided. (B)(6). If implanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. If explanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted; therefore, not explanted. The intraocular lens (iol) is not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was twisted. It was indicated that the issue was identified during handling / prior to the insertion. It is unknown if there was a patient contact. It was noted that the patient fully recovered. It was no further information was provided.